Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll 21ga 1-1/2in bil lax had a scale marking issue. The following information was provided by the initial reporter translated from spanish to english: the service reports that the syringes are arriving with the numerical scale erased, a situation that sometimes makes it difficult to take the correct volume of medication. Additional information received on 11oct2024. Has there been any harm to patients/healthcare professionals? A: no. Could you please confirm the affected quantity? A: the initial report does not specify the number of affected units, but the affected service indicates that it has occurred on several occasions. Is there any patient involvement, please confirm? A: yes, but his safety was not affected.

Manufacturer narrative:
One photo received by our quality team for investigation. Through visual inspection, a syringe with incomplete scale marking is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with a misalignment of the pads in marking process. Manufacturing personnel have been notified and additional training to reinforce proper assembly has been performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.